Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, a longevity anomaly was observed. Review of the session records revealed voltage variability on the battery curve was the result of the significant decrease in projected longevity, and not premature battery depletion. The device will continue to be monitored.